Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Visual inspection: received two (2) used ch2000s-c spinning spiros® closed male luer, red cap, lot# unknown attached to infusion pump set (make, model, mgr. Unknown) and one (1) used ch3034 5" (13 cm) bag spike adapter w/spiros®, w/red cap, vented cap, non-dehp tubing. Functional testing: the fluid circuit was pressure leak tested and during testing the ch2000s-c spinning spiros disconnected from the carefusion male spin luer. The ch2000s-c spinning spiros was reconnected to the carefusion male spin luer and the entire fluid circuit was pressure leak tested and no leakage was observed. The spinning spiros did not disconnect from the carefusion male spin luer. Final analysis summary: the ch2000s-c spinning spiros did disconnect during pressure leak testing. There were however no obvious causes for the premature disconnect. The ch2000s-c spinning spiros and carefusion luers are iso compliant. The residual spin torque of the ch2000s-c spinning spiros was very low and would not have promoted a disconnect. The cause of the disconnect is not known. ICU medical will monitor and trend.

Event description:
Complaint received regarding tubing and spiros cap closest to the patient was leaking. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design.

Event description:
Complaint received regarding tubing and spiros cap closest to the patient was leaking. No adverse patient consequences reported.